Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and deflation.

Event description:
Patient reported right side exchange from textured to smooth implants due to the patients concerns with the product. Additionally, healthcare professional reported right side "capsular contracture, baker grade IV" and "deflation." Device was explanted.

Event description:
Patient reported right side exchange from textured to smooth implants due to the patients concerns with the product. Additionally, healthcare professional reported right side "capsular contracture, baker grade IV" and "deflation." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: "analysis of the returned device identified: opening curved on anterior and delamination plug strap disk shell. Leak test and microscopic analysis was performed which identified: striated opening on anterior, delamination partial of the plug strap disk shell, creases fold and wear abrasion. The fill test inspection was performed, and the result is no blockage. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage and a delamination partial of the plug strap disk shell (cohesive failure)." Trend analysis: "review of all complaints of a050401 - fluid leak for the period of jun 2020 through may 2022 related to date opened indicates that 1 point is above the upper control limit. According to the severity, an additional analysis was performed to review the involved complaints with manufacturing date over the past 24 months. Review of all complaints of a1401 - deflation problem for the period of jun 2020 through may 2022 related to date opened indicates that 7 points are above the upper control limit. According to the severity, an additional analysis was performed to review the involved complaints with manufacturing date over the past 24 months. No patterns were found; therefore, no additional actions are deemed required. The trend of a050401 - fluid leak and a1401 - deflation problem complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate."